Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg was not communicating with the patient programmer. The patient programmer displayed "replace generator soon" message. It is undetermined if the ipg was prematurely depleted. No intervention is planned at this time.